Event description:
It was reported that prior to implant while still in package, the device was found in bvvi mode, the device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of backup vvi mode was confirmed. The cause was traced to an attempted hv charging (auto-capm) on a device using the qhr battery while temperature were reduced.